Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead had high pacing impedance. Upon repositioning the rv lead, the helix failed to extend. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead high pacing impedance was not confirmed, while the reported event of failure to extend helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. X-ray examination found the inner coil was over-torqued. Examination for shorts found lead short between conductors of the connector region due to inner coil being over-torqued. The over-torqued damage was consistent with procedural damage. Other electrical testing did not find any indications conductor fracture. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The cause of the reported helix event was isolated to an over-torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.